Event description:
It was reported by the distributor that the nasopharyngeal airway with adjustable flange has condensation inside the packaging. No patient involvement.

Manufacturer narrative:
(B)(4). Five unopened samples were returned for investigation. All of the returned samples were subjected to visual inspection and found all contained vapors/condensation inside the packaging. A device history record review was performed and there were no issues found that could relate to the reported complaint. Based on visual examination, this complaint is confirmed. A non-conformance was opened to further investigate this issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the distributor that the nasopharyngeal airway with adjustable flange has condensation inside the packaging. No patient involvement.